Manufacturer narrative:
(B)(4). Evaluation: method: x-ray, fluoroscopy, ivus, CT, MRI etc. Results: lesion morphology. Conclusion: lesion morphology. Evaluation summary: the balloon folds were opened. Scratch marks and creases were evident on the balloon. Pinhole was noted over markerband. Cd review: cd images show significant stenosis at the lesion site. There are images of a balloon with a single marker band being positioned over the lesion and inflated; however, there is no evidence of a balloon burst. The cd images also show a stent being deployed followed by additional pre-dilations in a more distal lesion.

Event description:
The physician was attempting to use a 1.5 mm diameter x 12 mm length sprinter legend rx balloon dilation catheter to pre-dilate a lesion in the proximal lad. It was reported that the balloon burst while using normal pressure. The device was inspected prior to use and negative prep was performed with no issues noted. Information states that the sprinter legend device had to pass through a previously deployed stent. No patient injury occurred and no clinical sequelae were reported.